Manufacturer narrative:
An event of ventricular atrioventricular block was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 23 mm trifecta gt valve was implanted. On (B)(6) 2017, the patient developed ventricular atrioventricular block (stage 3) which required the implantation of a permanent pacemaker. The event was resolved on (B)(6) 2017. (Clinical study patient ID: (B)(6)).